Event description:
A malfunction was reported on the customer's insulin pump, with the specific code malf 15. It remained unclear whether there was any impact on the customer's blood glucose level. Tandem technical support provided assistance in resetting the pump, but the issue persisted, prompting the decision to replace the pump. The customer had no backup insulin therapy available and intended to consult their healthcare provider. Tandem technical support ensured that a replacement pump with updated software was sent and instructed the customer on returning the faulty pump, while also helping to connect the continuous glucose monitor to the mobile app.